Event description:
The procedure was a "tfc" fusion cage explantation. Reportedly, four cages were implanted in 1998. One cage shifted and the surgeon extracted the device in 2000. The hosp has reported the pt's condition is satisfactory.